Event description:
It was reported that the patient was taken to the hospital by ambulance and had blood glucose (bg) values that had dropped to 34 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. The patient was still hospitalized at the time of the report. No information on treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.